Event description:
Boston scientific crm received information that this patient presented to the emergency department (ed) with symptoms of tiredness and a general lack of energy. A system check found the atrial lead exhibited high thresholds and loss of capture (loc). An x-ray confirmed the lead had dislodged. In a revision procedure, the lead was explanted and successfully replaced by a new lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead passed conductor resistance, high potential, and insulation pressure testing, confirming both the conductor and insulation were uncompromised. Analysis was unable to refute the allegation of dislodgement.

Event description:
--

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.